Event description:
Customer states that pump is not infusing accurately during testing. It is infusing 10.61 ml or more. Customer was not able to provide rate and dose.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Pump was recalibrated to resolve the issue.